Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, may have caused the event to occur. However, a definitive root cause could not be determined. It was confirmed that instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the videoscope image blacked out during an unspecified procedure. The customer did not specify any further details surrounding the event during follow up. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when the image blackout was found to have been caused by damage on charged coupled device unit and shaved electrical contacts of the video plug. Additionally, the evaluation found the following non-reportable malfunction(s): adhesive on bending section cover had a chip; scratches on the video connector, angulation lever, switch 1, light guide connector, light guide cover glass, video connector case, grip, right/left plate, up/down plate; and label on video connector was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.